Event description:
The nurse alleged they are having an issue with the bed exit system and a pt has fallen from the bed. The nurse stated the pt required stitches on his head. The nurse stated the bed exit system was set but the system sounded different from normal when they armed it.

Manufacturer narrative:
The hill-rom technician investigated and found the facilities staff did not zero the bed scale before setting the bed exit system. The technician zeroed the scale, set the bed exit and the system functioned normally. The technician instructed the staff on the use of the bed exit system.